Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had patient side occlusion failure during higher in preventive maintenance and product is 6 months old. There was no patient involvement.

Manufacturer narrative:
Omit : a26 - insufficient information (3190), b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c and d codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the device had patient side occlusion failure during preventive maintenance. There was no patient involvement.